Event description:
The lead was explanted after attempting to reposition the lead for noise was unsuccessful. The physician suspected the noise was due to myopotential; the noise amplitude was low, stable and reproducible. Lead dislodgement was suspected.

Manufacturer narrative:
Analysis found the outer insulation of the is-1 connector leg damaged, exposing the sensing coil. The reported noise could occur, when the exposed metal of the sensing coil comes in contact with the ICD can.